Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using pod6s. During the procedure, the technician was advancing the pod6 and reported that the pusher wire became bent. Subsequently, the pod6 unintentionally detached inside the non-penumbra microcatheter. Therefore, the pod6 was removed. The procedure was completed using a pod5. There was no report of an adverse effect to the patient.